Manufacturer narrative:
The returned sample was visually inspected and found non-conforming with foreign material on the port face and on the needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple gouge marks were observed at on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to actuate. The port of the probe needle was then measured for port depth and port width and was found to be conforming for both dimensions. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had a cut failure and also indicated that the probe had an actuation failure. An exact root cause for the observed non-conformance's could not be determined from the evaluation performed. The most likely root cause is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft, causing the probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room assistant reported that the vitrectomy probe did not cut well during a pars plana vitrectomy procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There were no negative consequences for the patient.